Event description:
On 11-feb-2026, a sales representative reported via (B)(4) that the ar-9629 peripheral depth gauge is broken. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage incurred over repeatedly cleaning processes and extended use in the field.